Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the bottom case missing one rubber foot. During set-up for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be the dowel pin came loose from the plunger head mount. The cause of the issue is known and is design related. Replaced plunger head mount and dowel pin. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the plunger was not working. No patient injury was reported.